Event description:
The customer reported that the insulin pump had a blank display. During the call, the customer mentioned being hospitalized due to low blood glucose and she requested a replacement of the device. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that the insulin pump and or she delivered approximately 82.0 units of insulin. Reviewed the alarm history and found battery alarms and low reservoir alarm. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was monitored and no blank display noted. The operating currents were within specifications. After testing it was concluded that the device operated within specifications.